Event description:
Information was received (via social media) from a patient (with an implant that was fitted over twenty years ago) when recently asked about his neck injury. An x-ray that was taken verified the implant was still in place. The patient noted a large portion of the bone structure was removed exposing the patient's spinal cord. This was done as an experimental procedure in the 90's and the patient was one of the first to have the device. It was reported the patient had a problem because the "wires" were broken. Due to the scar tissue, "no one" will attempt to replace or repair the device and left the patient in a vulnerable position.